Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: customer stated the event occurred during the first half of november, several times. The exact number of instances is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displays an occlusion alarm at every cassette change during priming and refuses to restart. Reporter stated troubleshooting must be performed before the pump can be started. There was no patient involvement.